Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and was able to be addressed, subsequently it started exhibited sensing issues. Technical services (ts) recommended that a local field representative review the device. Subsequently, upon review of the device the threshold had risen from previous in office interrogation, it was confirmed that there was no perforation, the health care professional (hcp) stated that the patient electrolytes were out of balance and the physician concluded it was the likely cause for the increase in threshold. This device was successfully reprogrammed. This pacemaker remains in service. No adverse patient effects were reported.